Event description:
It was reported that during a pta treatment procedure, difficulty was encountered deflating the symmetry small vessel balloon dilatation catheter. The device was advanced to the target lesion and inflated to 15 atms. Upon pulling negative pressure the balloon took approximately two minutes to deflate. Following successful removal of the device from the pt, the balloon was tested by the physician and deflation difficulties were again observed. No pt injuries or complications were reported. Pt status is reported as 'good'.